Event description:
Info received indicates the bed lost all functions.

Manufacturer narrative:
The facilities biomedical engineer indicated the bed was repaired, but could not remember what was done to repair the bed.